Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition of the device being broken was confirmed but the reported conditions of the device running intermittently and got hot were not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device would not secure the cutter. It was further determined that during repair, the springs in the burr lock came out of position and were not pushing on the lock tabs to secure cutters. It was determined that this issue was consistent with running the device without the cutter installed, which was failure to follow the directions for use, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during equipment testing, it was observed that the handpiece device was broken, was running intermittently and was getting hot. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.